Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd maxplus needleless connectors experienced leakage. The following information was provided by the initial reporter: in breast surgery, the infusion connector was found to be leaking during the use of the product. The employee said that the hospital has been experiencing product leakage from time to time since march, and the connection between bd's needleless connector and the precision infusion set has leaked, which is suspected to be a mismatch.

Manufacturer narrative:
H.6. Investigation: a mp1000-c china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20096100. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph did not identify any damage or defects which could have contributed to the customer's experience. A review of the production records for lot 20096100 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that 10 bd maxplus needleless connectors experienced leakage. The following information was provided by the initial reporter: in breast surgery, the infusion connector was found to be leaking during the use of the product. The employee said that the hospital has been experiencing product leakage from time to time since march, and the connection between bd's needleless connector and the precision infusion set has leaked, which is suspected to be a mismatch.